Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the definitive root cause of the issue could not be determined. The event can be detected by following the instructions for use which is stated in: gif-h290z operation manual operation manual chapter 3 preparation and inspection ¿3.3 inspection of the endoscope inspection. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gastrointestinal videoscope had a b30 error. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.